Event description:
It was reported that the nose of a depth gauge broke during screw measurement. There was no patient impacted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.